Manufacturer narrative:
Three opened and used partial sensors were inspected and one of the three cannulas was found retracted inside of the sensor base. It could not be confirmed if the customer received the sensor in this condition due to the product being returned opened and used. A bicarbonate buffer test was performed on the two remaining sensors. One of the sensors failed due to high readings and the second sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that upon removal, he noticed that the sensor did not have a cannula. Blood glucose level at the time of the incident was not provided. The customer was advised that the sensors would be replaced and agreed to return the products for analysis.